Event description:
The report co rec'd stated that, during the diaphragm closure portion of a spinal fusion procedure, the suture broke. In response to this event the surgeon took down all of the interrupted sutures and reclosed with a different type of suture. It is reported that this subsequently extended the surgical time by one hour. No adverse consequences to the pt as a result of this event have been reported.